Manufacturer narrative:
Product analysis:the device was returned fractured and missing the "nose" portion of the implant. The threaded hole on the back of the implant has been stripped and there are witness marks consistent with the inserter being hammered during implantation. There are witness marks from the implant being removed with what appears to be pliers. The fracture appears to have occurred during a bending moment during the removal process. If there is not enough free space for the cage to be installed the cage can become stuck. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used : lumbar anteroposterior fusion levels implanted: l3/4/5 it was reported that the patient presented with degenerative scoliosis, spinal canal stenosis. Intra-op, the cage was broken when gripping the high part of cage to remove it with slap hammer. The cage could not be removed any more. Dd was indwelt in the position and the operation was completed. The product came in contact with the patient. No patient symptoms or complications were reported as a result of this event. Half of the implant was left in patient.